Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that during a functional endoscopic sinus surgery (fess) procedure, the inner blade caught the outer sheath of the blade and continued to shear out. It was the initial use of the blade. There was no intervention planned or performed as a result of this event. There was no broken pieces left inside the patient's body. It was noted that there was no delay in the procedure and the procedure was completed using a back-up device. The patient was alive with no injury.

Manufacturer narrative:
Analysis found that visually, the inner distal tip cutting edge impacted the outer cutting edge which would have resulted in the reported event. No portion of the device became detached. The impact occurred at the 1st and 4th proximal tooth valley. It could not be determined if the expanded tip outside diameter was machined / turned. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer cutting edge while moving in a cw direction. There was no observable evidence of concentricity issues or bends. There were no signs of misuse or mishandling. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. If information is provided in the future, a supplemental report will be issued.